Manufacturer narrative:
Patient information was unavailable from the site.event date was estimated, the original report from the site stated that the event took place 2 weeks prior to advising a medtronic representative.no parts have been returned to manufacturer for analysis.medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient information provided. The true patient weight was (B)(6) which would not fit in the field due to character limitations. Event date correction. Additional event details provided. A medtronic representative reported that during the 1st surgery, the patient registration was accurate and a potential cause of the inaccuracy was that the drape pulled the patient reference frame which led to the inaccuracy. During the 2nd surgery, they were extra careful with the drape and navigation was accurate. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. The navigation system has been used successfully and accurately since this incident.

Event description:
A medtronic representative reported that, while in a shunt placement procedure, the surgeon alleged an inaccuracy occurred. After completion of the shunt procedure, the patient was scanned and the shunt was found to not be placed correctly. Revision of the shunt was immediately performed and the shunt was then placed correctly with the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported additional event details that the surgeon's aim was inaccurate by about 10mm during the initial surgery. The revision surgery took about 30 minutes. The 30 minutes included transporting the patient from CT back to the or and the revision surgery itself. The patient was kept under anesthesia between the 1st and revision surgery. The patient was reportedly doing well.